Manufacturer narrative:
Per the tandem user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Additionally, always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing and that insulin was not being delivered from the cartridge. Reportedly, the customer was not performing the air removal step while loading insulin. Additionally, customer was loading cartridges with cold insulin. Customer subsequently experienced a high blood glucose level of 227-550 mg/dl that was addressed with manual injections and a bolus in addition to assistance from customer's wife, who aided customer in changing out supplies. Reportedly, the customer continued to use the pump for insulin therapy.